Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 previously reported events are included in this follow-up record. Product return status 6 devices were received. 9 devices were not available for evaluation.

Event description:
This report summarizes 15 malfunction events in which the device or cutting accessory fractured. - 4 events had no patient involvement; no patient impact. - 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 6 devices were received. 8 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device or cutting accessory fractured. 5 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.